Event description:
A malfunction was reported on a pump, but no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue reappeared.